Event description:
The pt suffered a transient ischemic attack (tia) during a carotid stenting procedure. As per the adjudication committee, the tia was treated with intravenous fluids and phenylephrine. Three weeks later, the pt suffered bilateral limb ataxia partial sensory loss. During the thirty day follow-up, the pt had residual limb ataxia, partial sensory loss, and mild to moderate slurring. A female pt was consented to the study in 2008. The index procedure was completed in the next day, and pt was symptomatic. The target lesion location was the ostium of the right internal carotid artery (ica). There was an occlusion in the contralateral carotid. An angioguard distal protection device was used, deployed, and retrieved successfully with no technical problems. There was debris found in the basket upon retrieval of the angioguard device. A precise stent (pc0640rxc/lot no. 13303907) was implanted for treatment of target lesion. There was no malfunction with the stent. Adverse events of behavioral change, aphasia, dysarthria, and amaurosis fugax appeared after stent deployment. The diagnosis was transient ischemic attack (tia). The filter basket was full of debris, which caused slow blood flow, which also returned back to not normal after removal of the angioguard basket. The pt was fully recovered within 24 hours.

Manufacturer narrative:
Post procedure nausea with confusion was identified. A cat scan (CT) of the head was performed the next day after the pt had fallen and showed no acute intracranial pathology and no change from a previous study performed in 2008. The exam also showed an old infarct in the frontal area. The pt had a stroke scale of zero and the rankin stroke scale was 2. The pt was feeling well by the third post-operative day and was without neurological deficit and was discharged a few weeks later with aspirin and clopidogrel directed. At about 19 days later, the pt returned with a bilateral limb ataxia and partial sensory loss. The pt's hospital stroke scale was 3. The rankin stroke scale was 1. During the thirty-day follow-up visit the hospital stroke scale was 4 due to limb ataxia, partial sensory loss and mild to moderate slurring. The rankin scale remained at 1. There is no info as to what side and location of the sensory loss and limb ataxia and whether a major adverse neurological event was suspected. The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report# 1016427-2009-00044.